Event description:
Customer reported a cryocyte freezing container was observed to be shattered upon opening the cassette after freezing in ln2 vapor phase. The bag was being used for a test freeze and contained water only. The fill volume was 60 ml. The duration of storage was less than one month. Customer used a cryomed controlled rate freezer to cool the bag prior to transferring it to a cassette and placing the bag into vapor phase. No pt injuries reported.

Manufacturer narrative:
Visual examination of the returned device showed that the fracture pattern seemed to start from a point in the middle of the bag. The cracks extended through the perimeter seal on both sides of the port seal area at the top of the bag, and at the lower right corner near the right hanger hole. There were 3 distinct round marks on the surface of the bag that could not be wiped off. The conclusion of the evaluation was that complete shattering of cryocyte containers, especially with single points of emanation, suggests impact or additional mechanical stress on the bag while frozen or during handling. Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. CAPA has been initiated to investigate customer reports of cryocyte bag breakages.